Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the screens would not turn on in the room. Review of the system log file showed that warning messages of possible ippc software failure, flexvision pc and geometry failure. The fse replaced the internal stack of the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.